Event description:
In 2005, a clinical incident involving a magnum knotless implant was reported to arthrocare corporation. In june 2005, two and half months following a procedure to repair a shoulder rotator cuff, one magnum implant had pulled out or detached from the implant site. The detached implant was removed arthrospically. It was reported the patient's shoulder rotator cuff ahd been successfully repaired in the initial surgery and the following up treatment was required to remove the detached implant.